Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: 7232cx implantable cardioverter defibrillator (ICD), (B)(6) 2006. (B)(4).

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed and no anomalies were found. The proximal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress, there was blood on the distal and proximal conductors of the lead and it was not obstructed and the outer insulation of the lead was extrinsically breached due to melting and developed cosmetic esc (environmental stress cracking) while in vivo. Visual summary analysis of the lead indicated apparent explant damage.

Event description:
It was reported that the patient presented to the emergency department after receiving several low output shocks in ventricular fibrillation (vf) and ventricular tachycardia (vt) zones. It was also reported that there was an insulation breach with the right ventricular (rv) lead and it was noted that there were short v-v intervals. The right ventricular (rv) lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.